Event description:
It was reported that non sustained lead noise due to post paced t wave oversensing was observed via a merlin.net transmission. Reprogramming was recommended. The patient was well.

Manufacturer narrative:
.